Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation on her back under the lifevest. The patient reported that she had been scratching her back and it caused her back to bleed. The patient was advised by her doctor to wash her back with soap and water. The reported that the irritation has improved but the patient did report that she does still get itchy.